Event description:
Reporter alleged blood glucose measeured 105 mg/dl before breakfast so customer ate hash browns and eggs. It was stated before lunch glucose measured 45 mg/dl back to back with a result of 446 mg/dl performed 2 minutes later. Reporter indicated retesting within another 2 minutes and glucose was 455 mg/dl as well as 346 mg/dl within another 2 minutes. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.